Event description:
Device 2 of 5. Reference MFR report # 1627487-2013-20238, 1627487-2013-20240, 1627487-2013-20241, 1627487-2013-20242. The patient is implanted with multiple quattrode leads. It was reported the patient was assaulted which resulted in a damaged lead and no left-sided stimulation. Invalid impedance was present on several contacts. The lead was replaced. It was undetermined which lead was replaced, so all possible leads are reported. Follow-up identified effective stimulation was received post-operative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.